Event description:
It was reported the bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 84x5count had defective marking. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about scale found to be misaligned before use. (Due to patient complaint, handled by (B)(6)).

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 84x5count had defective marking. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about scale found to be misaligned before use. (Due to patient complaint, handled by (B)(6) ).